Event description:
Hill-rom received a report from the account stating the siderails would not go into locked position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found both the left and right siderail brackets were bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2007. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail brackets to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.